Event description:
I've had 4 hernia mesh implants around 2004. And I have been experiencing a lot of pain and reoccurring hernia. Both groins and 2 umbilicus. I also have not been able to afford to go to the doctors. FDA safety report ID# (B)(4).